Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite tapered certain prevail implant (xiitp4385) was received for investigation. Visual inspection of the as returned product identified fractured collar and damaged external threads. However, the fracture identified was not reported as a malfunction and likely occurred during removal process. Appropriate documentation was reviewed. DHR review for the lot (2015080057) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op# 0210). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot (2015080057) and no similar event or complaint was found. Therefore, based on the available information, device malfunction that could cause the reported event did not occur and the event could not be verified through visual inspection of the returned product since that is a medical condition. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: h3: device evaluated by manufacturer: change 'no' to 'yes'.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Date of birth: unknown. Weight :unknown. First name: unknown.

Event description:
It was reported that the patient requested removal of implant due to bad taste. Tooth location 20.